Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient did not receive adequate pain relief from the system. Hence, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19360. It was reported that the patient experienced loss of therapy on one side after lifting a heavy object. X-ray confirmed lead migration. As such, surgical intervention may take place at a later date to address the issue.